Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Pump was not returned for investigation. As per the clinical, impella was pulled out of aorta and unable to re-cross the valve. The cause of the positioning issue was most likely use related. D4-corrected model number. H6 impact code changed from 4627 to 4629.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support and experienced a positioning issue. Approximately 23 minutes into support, the impella pump came across the aortic valve and was unable to re-cross the valve. The decision was made to remove and replace with another impella cp device. There was no report of patient harm to the patient.

Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.